Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated restart error 41 messages despite a full charge and multiple restarts, and the user was advised to transition to backup therapy if needed; the event is consistent with a failure to infuse associated with the firmware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included an impact that is not captured by an available standardized term. Investigation included communication with the user and analysis of information provided. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.